Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. However, insulin pump had an intermittent button response, due to flattened dome switches on esct, act and up arrow buttons. Insulin pump had minor scratches on display window and white marks on case.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer stated that the act button on the insulin pump needed to be pushed extremely hard in order for it to work properly. The customer's blood glucose at the time of admission was 600 mg/dl. Troubleshooting was done. The customer expressed thirst, tiredness and ketones as symptoms of their high blood glucose levels. The customer was treated with an IV, fluids and insulin pens. Troubleshooting for the keypad issues was declined. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.